Event description:
It was reported that the device would not read the cassette but the cassette was able to be latched. The event occurred during testing and was not related to physical damage. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received. Per visual inspection, bubble dso seal, worn uso seal and scratched lcd lens. The complaint was confirmed/duplicated by functional test. The cause was due to latch lock. The latch lock was replaced to correct the reported issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Repair summary: replaced latch lock, latch lock flex, latch handle, ground strips, dso seal, uso seal, lens, keypad, overlay, rear label and side label.